Manufacturer narrative:
The insulin pump received with blank display due to moisture damage at electronic assembly. Unable to verify missing segment due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with their insulin pump. The customer stated the insulin pump had a flashing black and grey display. The customer also stated they had a beep anomaly after water exposure. Blood glucose value was declined to be provided. Troubleshooting was performed but did not resolve the issues. The device will be replaced and returned.